Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink solution set backflowed. During an unspecified intravenous fluid infusion via gravity free flow for anesthesia, the fluids would back up into the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.